Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a motor error from the infusion set. The customer's blood glucose reading was 220 mg/dl. The customer stated that he received a motor error while setting up a new set and filling the tubing. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that he was able to rewind the pump. The customer stated that the alarm occurred during prime delivery. The customer was assisted in the displacement test. The customer stated that the test passed. The customer was assisted with manual prime and 5 unit fixed prime. The pump did not alarm.